Event description:
Something blue was attached to the jaws of harmonic curved shears, it came out of the sterile package that way. It was immediately taken off the field. A new harmonic was opened and passed onto the field.